Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the clinician had difficulties interrogating the leadless pacemaker. Once interrogated, the device exhibited loss of capture and under-sensing. The leadless pacemaker had dislodged and migrated to the right pulmonary artery. The device was retrieved, and a new one was implanted. The patient condition was stable.